Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a shortened battery life. It was reported the pump alarmed for a low battery and replace battery warning a day after the battery was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-product analysis: the device was returned and evaluated by product analysis on 07/27/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the black box data revealed no related issues; data relevant to the complaint was overwritten due to continued pump use. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).